Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (lfs) (B)(4) alleging that a onetouch verio pro plus meter misclassified a blood sample for control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during follow up correspondence with lfs' (B)(6) contacts. The reporter stated that the alleged product issue occurred at 5pm on (B)(6) 2016. The reporter noted that the patient was not a diabetic and did not take any medication in order to help regulate their blood glucose levels. The reporter stated that an unspecified period of time prior to the patient's visit to the hospital the reporter worked in the patient had experienced a bicycle accident while under the influence of alcohol. The patient allegedly felt "dizzy" after the accident and was taken to the hospital in an ambulance as a result. When in the hospital, the patient's blood glucose was measured, but a "low" control solution result was obtained on the subject meter. As a result, the patient was administered with a 10ml 50% glucose injection by the healthcare professional (hcp) in the hospital. The patient's blood glucose was then measured as "150mg/dl" with the subject meter. No further treatment was required. At the time of troubleshooting, the customer service representative was unable to resolve the issue. The subject products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The hcp administered glucose in error and in addition, the patient did not develop any symptoms of serious injury as a result of the alleged product issue. However, this complaint is being reported as a product malfunction because the alleged product issue remained unresolved at the time of troubleshooting.